Event description:
It was reported that the pt's pump pocket and catheter track were infected; cultures revealed pseudomonas. The pt's symptoms included swelling and induration in the pocket and along the catheter track. It was reported that the event is still ongoing. Re-implantation was planned. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates fentanyl. A follow-up report will be submitted if additional information becomes available. Please reference manufacturer report #3004209178-2007-04188.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.